Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the product tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The distal end was sampled and the customer reported bacteriology /microorganism less than 5 cfu/endoscopes .the user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The user provided the culture test result of the third-party labs as follows: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: 121 cfu. Bacterial identification: unknown. Sampling from: all channels. Cfu: 221 cfu. Bacterial identification: unknown. Sampling from: total. Cfu: 221 cfu. Bacterial identification: unknown. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 4 cfu/endoscope (4 cfu/100ml). Bacterial identification: micrococcaceae. Sampling from: distal end. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling from: total. Cfu: 4 cfu/endoscope (3 cfu/100ml). Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.